Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found fault #116 in the logs. The fse tested the unit with a simulated treatment using a testing catheter and trainer was unable to replicate the issue. The unit passed all functional and safety tests per factory specifications. The unit was then released for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit gave an internal alarm. There was no patient harm reported.